Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2009 receiving competitor product. The patient underwent a revision on an unknown date due to unknown reasons and was implanted with a biomet stem. Subsequently, patient was revised on (B)(6) 2013 due to implant fracture. No further information has been provided.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Evaluation of the explanted device found evidence of fatigue fracture. The indication from both design and the material evaluation is that the failure occurred due to lack of support. The parts do not show any indication of bone in-growth, that would point to the implant being supported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿